Event description:
During the release of the main body it was not possible to release the bare springs. So the main body was still connected to the delivery system. The appropriate bailout procedure has been applied to release the bare springs by grasping the green catheter with a clamp and pulled it distally. Patient outcome: "procedure has been finalized without any problems. Patient is doing fine."

Manufacturer narrative:
The MDR assessment for this complaint was completed in a timely manner. However, due to a discrepancy related to the internal process, the emdr was not filed within 30 days of the awareness date. Bolton medical will review the internal process for any necessary actions to prevent reoccurrence.

Event description:
During the release of the main body it was not possible to release the bare springs. So the main body was still connected to the delivery system. The appropriate bailout procedure has been applied to release the bare springs by grasping the green catheter with a clamp and pulled it distally. Patient outcome - "procedure has been finalized without any problems. Patient is doing fine."